Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that while troubleshooting recent high blood glucose that lead to diabetic ketoacidosis. Customer reported her sugars started to be over 300 mg/dl due to sickness starting a week and a half ago. The device is not expected to be returned for analysis.